Event description:
Provider states the actuator started smoking. This was verbal report that was received. There was no injury and the part was replaced. Please note that any further information received will be provided in a supplemental report.